Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported customer's insulin has been having issues. The display corners are cracked. Sometimes the device shuts off without warning. The device sometimes has delivery issues without a no delivery alarm, leading to high blood glucose. Customer's blood glucose has been high for the past week. Customer's blood glucose was unknown. The device has been bumped a couple of times. Customer's mother declined troubleshooting for the delivery issues due to being low on supplies. Customer's mother was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.